Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered shock that caused the patient to fell. It was then found that noise was sensed that prompted anti-tachycardia pacing (atp) and shock due to right ventricular (rv) lead dislodgement. Additional information obtained indicates that loss of capture was also noted. The crt-d remains in service. No additional adverse patient effects were reported.